Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the unique identifier (UDI #), manufacture date, and expiration date are unknown. (B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 14mm gemini retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, the proximal section of the sheath was broken and the basket wire broke and detached completely. The basket wire pieces were pulled out. Another 14mm gemini basket was used to complete the procedure. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.